Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2016-02316. This report is being submitted as additional information. The referenced peri-operative stroke was not previously reported to the manufacturer and no details were provided. Approximate age of device ¿ 1 year, 11 months. Manufacturer's investigation conclusion: the report of an outflow graft thrombus and specific causes for the reported intracranial bleeding, elevated pump power and flow, hemolysis, and cardiogenic shock cannot be confirmed based on the evaluation of the device. The pump was returned with the driveline severed approximately 1.5 inches (") from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft conduit was returned unattached from the outflow elbow; however, it was severed less than 1¿ from the graft attachment and the severed portion of the graft was not returned. The outflow graft bend relief was not returned. Examination of the interior of the outflow graft attachment and returned portion of graft revealed no depositions. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The heartmate ii IFU lists hemolysis, thrombus, stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. Section 6 ¿patient care and management¿ outlines the use of anticoagulation therapies and recommended inr levels. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to the hospital on (B)(6) 2016 with altered mental status and in cardiogenic shock. The lvad system showed high pump power readings and high estimated flows. CT scans, including chest, abdomen and pelvis were reportedly devoid of any acute stroke findings. The pump outflow graft reportedly had thrombus within it, indicating an obstruction of flow. The patient required bolus doses of epinephrine and levophed. Transesophageal echocardiography revealed reduced left ventricular function, moderate right ventricular dysfunction, no aortic insufficiency, and the aortic valve was opening with every heartbeat. The patient was anuric and the residual output in the foley catheter bag appeared to show hemolysis. The patient underwent a pump exchange for device thrombosis. Additional information was received on (B)(6) 2017. It was reported that the patient had peri-operative bleeding. The patients inr was supratherapeutic (7) and the platelet count was low (100,000 per microliter). The patient was given packed red blood cells, fresh frozen plasma and platelet concentrate transfusions. The bleeding was from all cut surfaces. A meticulous hemostasis was achieved after 2 hours. Two chest tubes were placed and the chest was packed. After meticulous hemostasis, coagulopathy was still noted to be quite significant. The patient was transferred to intensive care unit in critical condition.